Event description:
The facility stated that the surgeon attempted to implant a aa4203tl toric silicone lens, diopter -20.0 se 3.5. The lens stuck in the cartridge prior to insertion into the eye. No patient contact or injury. The facility stated that the cartridge was the cause of the lens sticking. The injector model was a msi-pr, lot number was not specified by the facility.